Manufacturer narrative:
Correction: (B)(6) 2017.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. The device longevity was 1.1 years to eri in (B)(4) 2016 and then device reached eri in (B)(4) 2016. Device was explanted and replaced. The patient was in good condition throughout.